Event description:
A trilogy 100 ventilator, u.s.a - bt device was returned to the manufacturer for recertification. There is no allegation of serious or permanent harm or injury. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device, the service technician confirmed the device failed the test active exhalation proportional valve and test pressure auto-null valve test steps. The device evaluation does not identify any specific component malfunction that would need to be replaced to resolve the failed test step. Additionally, the service technician confirmed the feet were missing, the front enclosure was damaged, there is a gap between enclosures, and the rear enclosure is damaged; all of which were installed, replaced or reseated to address the issues. If any additional information is received regarding the repair, a follow-up report will be filed.